Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2008947) on 06-jul-2020. The most recent information was received on 15-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('ultrasound shows the migration of an essure implant into the uterus') and back pain ('chronic lumbar pain') in a 46-year-old female patient who had essure (batch no. 664589) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criterion medically significant), neck pain ("pain in neck"), hypertonic bladder ("overactive bladder"), migraine ("migraines") and pain in extremity ("pain in legs"). In 2020, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). The patient was treated with physical therapy (did not help, osteopathy helped for a while) and surgery (perineal rehabilitation in 2010-2011,bladder distention 2012, sacral nerve root stimulator 2014). Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion, back pain, pelvic pain, neck pain, hypertonic bladder, migraine and pain in extremity had not resolved. The reporter considered back pain, device expulsion, hypertonic bladder, migraine, neck pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: I never associated these problems (lumbar back pain, overactive bladder, migraines) with the essure devices until recently. I have been suffering from pelvic pain for approximately 1 month, an ultrasound shows the migration of an essure implant into the uterus. I researched information on the subject and have discovered the many side effects related to the essure devices, including my ailments. An appointment with my general practitioner (who has been treating me for 20 years) who looked in my medical file to check what date I consulted her for lumbar pain, overactive bladder and migraines. All the first appointments where these topics were mentioned date from 2010. Lumbar pain, which was not really taken seriously by the rheumatologists and functional rehabilitation specialist, makes my life impossible. The hundreds of physiotherapy sessions do not provide relief. Osteopathy helped me for a while, but now it is no longer very effective, since january I have had 5 sessions (excluding the period of lockdown) and the next session is scheduled for next wednesday. The lumbar pain causes pain in my legs and neck. When it is at its worst, I cannot walk 100 metres without having to sit down. Current status: appointment made with a surgeon on (B)(6) 2020 to consider removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: migration of an essure implant into the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('ultrasound shows the migration of an essure implant into the uterus') and back pain ('chronic lumbar pain') in a (B)(6)-year-old female patient who had essure (batch no. 664589) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criterion medically significant), neck pain ("pain in neck"), hypertonic bladder ("overactive bladder"), migraine ("migraines") and pain in extremity ("pain in legs"). In 2020, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). The patient was treated with physical therapy (did not help, osteopathy helped for a while) and surgery (perineal rehabilitation in 2010-2011,bladder distention 2012, sacral nerve root stimulator 2014). Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion, back pain, pelvic pain, neck pain, hypertonic bladder, migraine and pain in extremity had not resolved. The reporter considered back pain, device expulsion, hypertonic bladder, migraine, neck pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: I never associated these problems (lumbar back pain, overactive bladder, migraines) with the essure devices until recently. I have been suffering from pelvic pain for approximately 1 month, an ultrasound shows the migration of an essure implant into the uterus. I researched information on the subject and have discovered the many side effects related to the essure devices, including my ailments. An appointment with my general practitioner (who has been treating me for 20 years) who looked in my medical file to check what date I consulted her for lumbar pain, overactive bladder and migraines. All the first appointments where these topics were mentioned date from 2010. Lumbar pain, which was not really taken seriously by the rheumatologists and functional rehabilitation specialist, makes my life impossible. The hundreds of physiotherapy sessions do not provide relief. Osteopathy helped me for a while, but now it is no longer very effective, since (B)(6) I have had 5 sessions (excluding the period of lockdown) and the next session is scheduled for next wednesday. The lumbar pain causes pain in my legs and neck. When it is at its worst, I cannot walk 100 metres without having to sit down. Current status: appointment made with a surgeon on (B)(6) 2020 to consider removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: migration of an essure implant into the uterus. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.